Event description:
Based on clinical symptoms and troubleshooting performed (date not reported) it was determined that the results are consistent with a device malfunction.

Event description:
Per the clinic, the patient sustained a head trauma due to an accident (specific date not reported) leading to a loss of implant function. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device within the same surgery.

Manufacturer narrative:
The previous or initial MDR submitted on july 03, 2025, was filed inadvertently. No device failure occurred.